Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 due to erosion, pelvic pain and irritative voiding symptoms.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a robotic- assisted laparoscopic excision of preperitoneal mesh and laparoscopic adhesiolysis on (B)(6) 2012 due to pelvic pain, history of eroded sling and irritative voiding symptoms. It was reported that the patient underwent a robotic ¿ assisted laparoscopic excision of mid urethral sling, laparoscopic burch procedure and cystoscopy on 11/05/2013 due to suprapubic pain, dyspareunia and sui. (B)(4).